Event description:
Information was received indicating that the pump exhibited a "no cassette" alarm. No adverse patient effects were reported.

Manufacturer narrative:
Source: (B)(6). Device evaluation: one device was returned for analysis in used condition. Visual inspection showed no damage to the pump. Review of the event history log showed an occurrence of a "no disposable" alarm. Functional testing was unable to duplicate the reported issue. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.